Manufacturer narrative:
Results of evaluation: (arterial trauma/dissection), (treatment of an aortic dissection).

Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of a type b aortic dissection. Vessel morphology was not reported. It was reported that 4 days post-stent graft implantation, the patient presented with chest pain, and the CT showed a retrograde type a dissection, starting at the proximal portion of the talent stent graft. The following day, the physician elected to surgically repair the ascending aorta. No additional clinical sequelae were reported, and the patient is stable.